Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 alarming patient side occlusion. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8100 (sn: (B)(4) alarming patient side occlusion. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: - customer stated both pressures sensors are completely black. - recommended replacing both pressures sensors with new pressures sensors. - if fault does not clear, reinstall both old pressures sensors and send in for repair. - customer will move forward with my recommendations. Ended call.